Event description:
Suture needle broke off in deep peri rectal tissue during last stitch of a vaginal hysterectomy, anterior and posterior repair and bladder suspension procedure requiring numerous x-rays and approx two and 1/2 hrs add'l or time in order to locate and remove the missing needle part.